Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the peg tube was removed from the patient due to acute buried bumper syndrome. It was also reported that the patient had fluid discharge and infection on the catheter site. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the peg tube was removed from the patient due to acute buried bumper syndrome. It was also reported that the patient had fluid discharge and infection on the catheter site. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on april 13, 2014: the event date is (B)(6), 2014. The patient's first peg kit device was placed on (B)(6), 2013. The name of the procedure was peg-j placement with endoscopy. The anatomy location involved is the treitz ligament. A new peg tube was not placed and the duodopa was discontinued. The patient's condition was good. The patient was hospitalized and there was administration of IV antibiotic treatment (treatment name was not known-8 days 2x 200 mg). Patient does not have any other medical condition besides parkinson's disease.